Event description:
A hospital in (B)(6) reported that the heat power of an iw990agu manual control wall mount infant warmer could not be adjusted via a control knob. It was also reported that the casing of the subject infant warmer was cracked. These were observed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint iw990agu manual control wall mount infant warmer was returned to fph in (B)(4) for inspection. It was visually inspected and performance tested. The infant warmer's manufacturing records were also reviewed. Results: when power was applied, the returned infant warmer failed to start up and produced audible and visual alarm. Flaking was observed on the upper head case. Crazing was also seen on the head label. The lower case clip was broken. A line crack was noticed on the light box support of the lower head case. The screw hole on the lower head case was also cracked. Further inspection revealed chipping and flaking on the control panel. The column cap and the skin sensor probe were also cracked. There were also stains between the control panel and the column cap. Our review of the infant warmer's manufacturing records revealed no discrepancies when it was produced and released in 2004. Conclusion: the audible and visual alarm on the infant warmer appeared to be due to faulty control pcb. It is likely that the crazing and flaking observed are related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The other damages observed could be due to incorrect dismantling of upper and lower head cases with the application of external force. The subject infant warmer was not repaired as the hospital had decided to purchase a new unit.